Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the brake cables are "stretched out to the point where I can't adjust them anymore".